Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The rse evaluated the device and determined that this model is out of support due to end of life however the customer will make an attempt to order the replacement pads (plates) cable. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on (B)(6) 2022. Based on the information available and the testing conducted, the cause of the reported problem was a damaged pads (plates) cable. The customer is going to try to order the replacement pads (plates) cable to resolve the issue.

Event description:
Philips received a complaint on the heartstart mrx monitor/defibrillator indicating the unsheathed connection cable to the plates. There was no patient involvement.